Event description:
It was reported that a patient presented with loss of capture noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended and no patient consequences were reported.